Event description:
A valiant captivia stent graft was implanted for the emergent treatment in zone two for an aortic rupture. An adjunctive procedure performed during the procedure which included embolization of the left subclavian artery. It was reported that at approximately three months post procedure, a CT with contrast was performed and a proximal type I endoleak was observed. Distal migration of 15 mm was also noted which lead to a reperfusion of an anterior false aneurysm at the level of the aortic arch. The physicians converted the patient to open repair a couple day later and replaced the aortic arch and the ascending aorta in mild hypothermia circulatory arrest and antegrade cerebral perfusion. The physician also performed a revascularization of the brachiocephalic trunk and left common carotid artery. The event resolved. The investigator assessed this event as not procedure but device related. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).